Event description:
It was reported that during a right colectomy procedure, the circulator noticed the expiration date was not correct or there was a miss print on the box. The case is still in progress and if any patient consequence, the account will call back.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.